Manufacturer narrative:
This event was reported via voluntary report no: (B)(4).

Event description:
This is a duplicate event to MFR # 2134265-2014-03414.

Event description:
It was reported that the stent dislodged in the guide catheter. The patient presented with unstable angina and was referred for left heart catheterization. Vascular access was obtained using a non bsc arterial sheath via the right femoral artery. The 95% in stent re-stenosed target lesion was located in the svg to the first diagonal artery with part of the stenosis being de novo disease in the venous graft. The patient was given angiomax and then a 2.5 x 20 mm emerge balloon was selected to perform balloon angioplasty. The device was advanced to the mid portion of the svg graft body and the balloon was inflated to 10atms for 10 seconds. The same balloon was used to perform balloon angioplasty in the proximal portion of the in-stent restenosed svg graft body. The physician then tried to deliver a 4.00x28mm promus premier stent delivery system (sds) to the lesion; however, when the sds was halfway delivered into the proximal portion of the svg grafted body, there was difficulty advancing the device further and the physician had difficulty in pulling the sds out of the graft and back into the guide catheter. When everything was pulled into the guide catheter it was noted that there was a separation of the stent and stent delivery balloon. The sds was removed over the wire and they found that the stent had dislodged from the balloon and remained in the guide catheter. The physician removed the guide catheter and wire from the patient¿s body. The physician performed further angioplasty of the lesion using a 3.0x20mm emerge balloon at 8atms and then deployed a 4.0x30mm non bsc stent at 12atms for 10 seconds in the stenotic segment of the svg graft. A 4.0x15mm non-bsc stent was then deployed at 12atms for 10 seconds in the proximal portion of the in-stent restenosed segments of the svg. Final angiogram revealed excellent results with 0% residual stenosis with timi-3 flow distally. The patient was continued on aspirin and plavix.

Manufacturer narrative:
Device evaluated by MFR.; the complaint device was returned for evaluation with the stent detached. The balloon and tip sections of the catheter were examined. The balloon material was tightly folded and no anomalies were noted. Stent crimp evidence was present on the balloon material. There was no damage to the tip. The stent was returned for evaluation also and a microscopic examination was performed. The stent struts were misaligned and the stent was stretched throughout. A visual examination of the catheter did not exhibit any damage along the catheter shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This is a duplicate event to MFR # 2134265-2014-03414.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).